Event description:
It was reported that the insulin pump had blank screen after battery changed. Troubleshooting was done. Customer's blood glucose was 7.6mmol/l. During the troubleshooting, the insulin pump had high pitched whine. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with blanked display followed by an unexpected constant audio alarm due to broken solder joint connector at the interface board. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.